Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient's setting being lost happened soon after adjustments as side pain isn't always in "very same area". The patient reported they are now wearing an "outside wired stimulator as both doctors the patient had are now retired. The patient was hoping they could have a rep come to their doctor's campus. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was calling because they were having trouble with their programmer and wanted to know who the representative was in their area. When asked what problems they were having they reported that the programmer was down to one setting and they lost the other settings that were set for them. They also reported that the backlight on the programmer wouldn't light up anymore. The patient reported that they recently changed the batteries in the programmer and it didn't resolve the issue. No further complications reported.